Event description:
Reportedly, this device was explanted after approximately a 3 year implant duration due to stenosis.

Manufacturer narrative:
Evaluation summary: evaluation of the valve found it to exhibit extensive intrinsic calcification. Leaflet 3 demonstrated extrinsic calcification on the inflow aspect. Host tissue was observed encroaching 3 mm on the inflow aspect. Also, host tissue on the outflow covers leaflet 3 my 4 mm. Host tissue and calcification are pt related condition that can impact the performance of the valve.